Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported battery failed alert and a crack on the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer was using the correct battery cap for the pump. The customer reported that battery cap contacts are not damaged. The customer reported that the battery compartment is damaged. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
The pump was received with a partially broken battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump passed the self test, active current measurement and sleep current measurement. The pump was monitored and no unexpected failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was found on: 08/27/2025 13:52:37.000. 08/27/2025 13:53:03.000. 08/27/2025 13:53:03.000. Failed battery alert/battery failed alarm was found on: 08/27/2025 13:52:54.000. 08/27/2025 13:53:18.000. Low battery alert was found on: 08/27/2025 08:21:00.000 insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 11-sep-2025 at 02:11:57.000. There was no power data available for the date of 27-aug-2025. Unable to check power data for failed battery alert/battery failed alarm and low battery alert. No unexpected failed battery alert/battery failed alarm and low battery alert noted during testing. In further review of the formatted history file 1 week prior to the event date of 02-sep-2025, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: 08/27/2025 02:14:00.000, 08/27/2025 02:24:00.000. 09/01/2025 03:17:00.000, 09/01/2025 03:27:00.000. 09/02/2025 23:42:00.000. Sensorerroralert (801) was found on: 08/28/2025 23:38:27.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case and a serial number label fading. Cosmetic damage was confirmed at the case - battery compartment of the pump during analysis. The pump passed all the required testing. Customer alleged for failed battery alert/battery failed alarm was not confirmed. However, during visual inspection corrosion was found on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.